Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported proper readings and treatment were not attainable due to the electronic unit not transmitting data as intended. In turn, the patient ((B)(6)) was admitted to the hospital for acute decompensated heart failure on (B)(6) 2016. The patient was discharged on (B)(6) 2017. The patient's issue was later resolved via troubleshooting from an sjm representative. Note: this report is in relation to a clinical study patient.